Manufacturer narrative:
(B)(4). Concomitant medical products: 47249534011 tibial nail - yellow 11 mm diameter 34 cm length use red proximal and red distal screws. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised on unknown date after the distal locking screw backed out of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery with a zimmer natural nail system tibial nail - 11 mm diameter 34 cm length noted no longer fresh rupture of the long peroneal tendon- retracted therefore fixation to short peroneal tendonitial. Revision date provided, but no notes were provided. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: the part number, lot number, expiration date and UDI is one of the following: 47248403750 63985548 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head mar 31, 2028 (01) 00889024094048 (17) 280331 (10) 63985548. 47248403250 64024930 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 30, 2028 (01) 00889024093997 (17) 280430 (10) 64024930. 47248404250 63761199 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head aug 31, 2027 (01) 00889024094093 (17) 270831 (10) 63761199. 47248403250 64010437 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 30, 2028 (01) 00889024093997 (17) 280430 (10) 64010437. 47248403550 64002076 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 30, 2028 (01) 00889024094017 (17) 280430 (10) 64002076. 47248403550 64010465 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 30, 2028 (01) 00889024094017 (17) 280430 (10) 64010465. D10: 47249534011 63891302 tibial nail - yellow 11 mm diameter 34 cm length use red proximal and red distal screws. H4: the manufacturing date is one of the following dates: 47248403750 63985548 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head mar 23, 2018. 47248403250 64024930 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 23, 2018. 47248404250 63761199 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head aug 18, 2017. 47248403250 64010437 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 16, 2018. 47248403550 64002076 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 16, 2018. 47248403550 64010465 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head apr 16, 2018.

Event description:
It was reported patient was revised approximately one week post implantation after the distal locking screw backed out of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.